Manufacturer narrative:
(B)(4). Batch # n92725. The analysis results found that the 2d5lt instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the incision extended to remove the broken part from the umbilical region (as you stated in follow up "a part of the sleeve was broken out of a patient, and the broken part was fixed to the umbilical region and was removed by kocher clamp after adding the cut part a little of the umbilical region")? Yes. If extended, how far was incision extended? No information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the outer sleeve was broken off when removing the camera. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The following information was requested but unavailable: was the incision extended to remove the broken part from the umbilical region (as you stated in follow up "a part of the sleeve was broken out of a patient, and the broken part was fixed to the umbilical region and was removed by kocher clamp after adding the cut part a little of the umbilical region")? If extended, how far was incision extended? Was there any change to procedure, any change to post-op patient care, or any patient consequence as a result of the broken-off outer sleeve?

Event description:
It was reported that during an unknown procedure, the outer sleeve was broken off. The device and a camera was removed at the same time as it was used as a camera port. A part of the sleeve was broken out of a patient, and the broken part was fixed to the umbilical region and was removed by kocher clamp after adding the cut part a little of the umbilical region. As there was it no broken pieces, the doctor closed the site. Another device was used to complete the case. There were no adverse consequences to the patient.